Event description:
Customer reported erroneous differential test results were obtained for one pt when using a coulter lh 500 hematology analyzer. The differential test results were determined to be erroneous with the results totaled greater than 100% with erroneous high monocyte%. There were no instrument generated flags with the test results. The sample was retested and the monocyte% was lower. The differential results totaled 100%. Erroneous results were not reported outside the label. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The erroneous data was the same on the instrument display and printout. The erroneous data was transmitted to the host lis (lab info system), however, the lab protocol is to not accept instrument differential results >20.0%. The absolute differential counts were very close for both samples. As of (B)(4) 2010, no other similar issues have occurred. Raw data was requested but not provided and service was not dispatched. A review for similar events was conducted. There have been no other similar events from 2005-2010. Root cause is unk. Raw data was not provided for root cause analysis. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.